Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on the aviva system within 10 minutes: 15.3 mmol/l, 28.2 mmol/l, 22.2 mmol/l, 6.8 mmol/l, 19.2 mmol/l, 12.5 mmol/l, 6.2 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.